Event description:
A bayer r and I sales representative reported the following: a patient with moderately tortuous and fibrotic superficial femoral artery (sfa) in-stent restenosis presented for an atherectomy procedure. The physician used a jetstream atherectomy set and an emboshield nav6 embolic protection system filter wire to treat the occluded vessel. Near the end of the treatment, the jetstream catheter became stuck on the nav6 filter wire which sheared the tip of the nav6 and caused the abbott filter that was within the vessel to become free floating. The physician used a snare device to retrieve the filter and then used a second jetstream atherectomy set to successfully complete the case. No adverse event was reported.

Manufacturer narrative:
Quality assurance product analysis received and examined the returned jetstream xc-2.4 catheter. Visual examination confirmed that the nav6 filter wire was stuck inside the catheter and the flexible tip had been separated from the filter wire. The remainder of the device appeared to be in good overall condition. The returned unit could not be functionally tested due to the filter wire being stuck inside. Further examination of the proximal cap of the catheter. Product analysis determined that the catheter tip became locked onto the filter wire when the flexible tip occluded the proxmial cap of the catheter which caused the site to lose tractability of the filter wire. In this reported event, the jetstream catheter was being used in a previously placed stent when it allegedly became stuck. The treatment of in-stent restenosis is an off-label use of the jetstream atherectomy system. In addition, the emboshield nav6 embolic protection system filter wire is not listed in the jetstream system IFU as a compatible device.